Event description:
It was reported that on (B)(6) 2012, the pt went to the hospital and told the doctor his catheter out of the body. The doctor checked and confirmed that the catheter was separated form the cuff. The cuff still in pt's body. A new catheter was placed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of revg1020 showed (B)(4) other similar product complaint(s) from this lot number. All complaint for this lot number (revg1020) have been reported form (B)(4) facilities.